Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the marionettes with 1 cc of juvéderm vollure¿ xc. The patient was concomitantly injected with 1 cc of juvéderm voluma® xc the nasolabial folds. About 11 months later, the patient experienced ¿bad nodules¿ ¿in setting of lyme disease". It was clarified that the ¿patient lives in endemic area and was on doxycycline for treatment of suspected lyme disease waiting serologics and cold and hot nodules formed after initial fever and joint pains.¿ the patient presented both, non inflammatory nodules and inflammatory nodules, at the injection site. On the date of onset, the patient was treated with intralesional hyaluronidase. The same treatment was performed 4 days later. Doxycycline course was also extended. The ¿patient has loss of sensation at inflammatory nodule.¿ the symptoms have not fully resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00617 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm vollure¿ xc, also a device manufactured by allergan.